Event description:
On (B)(6)2012, the pt underwent an abdominal aortic aneurysm repair. The hemostatic valve chamber of zenith flex aaa endovascular graft bifurcated main body seemed to be defective, causing excessive blood loss. It was difficult to determine the exact point of leak, but looked as if there was a bad seal between clear plastic and blue turn valve. A cook hydrophilic dilator was used to seal the leak while the main body sheath was not in use. The pt received two units of blood. Other than the blood loss, there was no other significant complications during the procedure.

Manufacturer narrative:
Pt info unknown as not provided by reporter. (B)(4). Event evaluation: still under investigation.